Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: two images were provided for review, showing a y-connector with a dislodged stent within. In one image, a coiled device is visible, but the specific device cannot be identified. Based on the images, it is not possible to confirm the reported event. Additional information: it was a non-medtronic 3.50 x 50 mm stent that dislodged in the telescope gec. The telescope was inside the patient and inside the guide catheter when the issue occurred. There was no resistance on insertion or delivery of the telescope. The telescope was not excessively torqued. The non-medtronic stent dislodgement occurred when the stent was passing across transition zone of the telescope as resistance was felt at that point and it was believed that the stent may have got caught and came off the balloon. Deformation was noted on the telescope across the transition zone. When the telescope was removed, the transition zone had thin plastic edges sheered off and dangling but still attached to telescope device. This is where the stent got stuck on trying to deliver it through the telescope into the patient. When the stent balloon was pushed into the covered segment of telescope gec, it was noticed there was no stent on the leading end of balloon. It was realized that the stent was dislodging or caught on the transition point. The balloon was pulled out of the tuohy and it was noticed that there was no stent on it. When the balloon pulled back it picked up the dislodged/crumpled stent from transition and dragged it back to the touhy. The telescope and tuohy were then pulled out as one. There was no resistance during removal of telescope as it was removed alongside the tuohy and no excessive force was used. The stent was found in the touhy and as the stent was stuck in the tuohy the telescope could not be pulled through and removed from the tuohy so it was cut. This entrapment and subsequent cutting of the telescope occurred outside the patient. The cutting of the telescope was not performed as part of intervention to the patient. A non-medtronic y adapter was used. There was no issues with this device. Patient age and sex provided. Correction: the aware date of the previous supplemental report 9612164-2025-03471 was the 16 july 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one 6f telescope guide extension catheter was damaged. One stent dislodged in the gec. The gec was inspected prior to use and prepped per IFU with no issues noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: event month and year lot number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.